Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Reportedly, customer left the cartridge as is and didn't load a new one or reload the same one. No additional information was provided.